Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned to the manufacturer and analyzed. Analysis revealed that the device met 80% of expected longevity. Concomitant products continued: 507645 implantable pacing lead: (B)(6) 2003. 419388 implantable pacing lead: (B)(6) 2003. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.